Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. After carto vizigo¿ 8.5f bi-directional guiding sheath - large was inserted into the patient¿s body, air was drawn during flushing with heparinized saline solution. The sheath was replaced with another new one due to possibility of the hemostatic valve failure. The new sheath was fine and the procedure was continued and completed. Additional information was received on 21-sep-2023. The hemostatic valve section was where the issue was observed. Air was aspirated from the hemostatic valve. Air did not enter the patient¿s body. The hemostatic valve did not dislodge inside the hub and did not dislodge outside the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No blood return was observed. No needle product was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The hemostatic valve failure was assessed as MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002170 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).